Event description:
Healthcare professional (hcp) reports a blood leak with the psn 210 membrane occurring in the middle of the pt treatment. The hcp was notified by a machine alarm and visible blood was noted in the arterial hose. The treatment was discontinued, with an estimated blood loss of 150cc. The dialysis treatment was completed with a new dialyzer and bloodlines without incident. No pt injury or medical intervention reported.